Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 47430906115, base plate cannulated drill 6 mm diameter 15 mm length, 63594584; 47430904601, drill 2.5 mm diameter, 63697458; 47430902501, pin 2.5 mm diameter, 63662169; 00434901500, base plate 15 mm post length uncemented, 63685447; 0104223030, anatomical shoulderâ¿¢ reverse, screw system, 4.5-30, 2899545; 0104223030, anatomical shoulderâ¿¢ reverse, screw system, 4.5-30, 2847000; 0104223406, anatomical shoulderâ¿¢ reverse, humeral insert, pe, 40-6, 2710014; 0104223190, anatomical shoulderâ¿¢ reverse, humeral cup, 0â°, retro, 2902681; 0104201103, anatomical shoulderâ¿¢, humeral stem, uncemented, ã¸ 10.5, 100 mm., 2897615. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right shoulder is indicated for revision due to chronic dislocation. The implants are well fixed, until he has a convulsion. No further information has been provided.